Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the endocatch bag fell apart after placing inside patient to retrieve gallbladder. Another device was used to complete surgery. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500 cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.